Event description:
Customer called to report the insulin pump alarmed for button error. The customer did not recall any significant events leading up to the alarm. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump was received with button error alarm due to corroded keypad traces. No unexpected beeps noted. Minor scratched lcd window, cracked display window corner, missing address/serial number label and missing end cap sticker noted.